Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented blood glucose nadir of 58¿59 mg/dl and approximately 30 minutes below 70 mg/dl; the device provided low and urgent low alerts, and the user self-treated with apple sauce and three glucose tablets, after which glucose returned to range. Symptoms included hypoglycemia without reported acute clinical effects. Outcomes included self-management without medical intervention, assistance, hospitalization, or long-term effects. Investigation included review of reported glucose data and customer education on avoiding overtreatment of lows. Investigation of this case revealed that the device was functioning as intended with time in range at 82.5 percent and low glucose at 1 percent, and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.